Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint b)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
Kimberly-clark received a medwatch report stating the gastric feeding tube closure cap broke off of the enteral feeding tube. The healthcare professional placed another cap over the gastric tube and taped the cap in place to ensure the device was closed. The replacement cap came off and gastric contents leaked onto the patient's skin. The patient experienced partial thickness burn-like injuries to the bilateral arms and abdomen. No additional information was provided in regards to the patient's status.